Event description:
An eye care practitioner reported that an unspecified pt experienced a corneal ulcer associated with wear of an air optix aqua contact lens. No specific medical intervention info was provided. Request was made for additional info; however, no further details were provided.

Manufacturer narrative:
This event is considered as a possible infectious corneal ulcer due to report of ulcer with presumed medical intervention. (B) (4).